Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1, inratio (last week): 2.3, inratio (this week): 1.6. Patient: 2, inratio (last week): 2.4, inratio (this week): 1.9. Patient: 3, inratio (last week): 2.5, inratio (this week): 3.2.

Manufacturer narrative:
Discrepant results (precision) comparison across multiple inratio test readings not possible due to excessive time periods between testing. Per criteria for precision testing data correlation, a maximum duration of 3 hours is considered a reasonable variance between testings. Durations in excess of this limit have significantly higher probabilities of factors other than the device contributing to differences in the results. No further investigation is required. No corrective action required at this time due to product deficiency not being established. As of 10/22/2009, nine discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.